Event description:
It was reported that there was a possible overdischarge. The pt was being prepped for a pocket revision to move the pocket from the buttock to the abdomen and they were unable to interrogate and no coupling bars were achieved. The plan was to recharge the implantable neurostimulator (ins) outside the pt's body during the revision, hoping to get the voltage high enough to allow interrogation and impedance check prior to closing. No pt symptoms or outcome was reported. Additional info has been requested, but was not available as of the date of this report.